Manufacturer narrative:
European journal of radiology citation: the limitations and risks of transarterial onyx injections in the treatment of grade I and ii davfs. Xianli lv, chuhan jiang, youxiang li, et al. The device will not be returned for evaluation as it was consumed in the event. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Additional information has been requested from the author of this article regarding this case. Should it become available a supplemental report will be submitted. Mdrs related to this event: 2029214-2017-00263 2029214-2017-00264 2029214-2017-00265 2029214-2017-00266 2029214-2017-00267. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information during literature review that the patient with a cavernous fistula demonstrated reflexive bradyarrythmia, which may be caused by trigemino-cardiac reflex, during onyx injection via the middle meningeal artery (mma). This reflex was resolved with intravenous bolus of atropine. This article retrospectively studied 26 consecutive patients (8 women and 18 men) treated for an grade I and ii intracranial dural anterior venous fistulas (davfs) since 2006 in whom a transarterial approach was attempted with onyx-18 embolization

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.